Event description:
Additional information was received on 29 mar 2023: two tr bands were used. The first band deflated, the second band achieved hemostasis. A hematoma formed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to section b1 and b2, add additional information to section b5, additional codes to section h6: health effect - clinical codes and health effect - impact code, and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for deflation issues because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record (DHR) could not be reviewed due to the lot number being unknown. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that the tr band device involved self-deflated, resulting in bleeding at the access site. The team noted that the band self-deflated during recovery and bleeding was observed. The issue was resolved by removing the defective band and replacing it with a new one. The estimated blood loss was less than 250cc's. The patient was in stable condition and discharged. The procedure outcome was successful and was as desired. Additional information was received on (B)(6) 2023: it was reported that the tr band self-deflated after it has been applied to the patient. Additional information was received on (B)(6) 2023: it was reported that the account did not observe deflation at a specific part of the band. The device started with 20 milliliters (ml) of air in the inflated syringe; however, no more than 18 were injected into the band. It was unknown how long after the procedure that the tr band started to be deflated. It was unknown if hemostasis was achieved by a new band or manual compression. It was not reported if a hematoma was formed.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. Occupation: x-ray tech. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.